Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of discrepant back to back inr results with coaguchek meter serial number (B)(4) in addition to when compared with a laboratory result using the siemens reagent method. The customer received a laboratory result of 3.97 inr and a meter result of 7.1 inr. It was stated that the 'nurse thinks that the alcohol from patient's finger was not dry.' The customer then received back to back meter results of 6.0 inr. The customer therapeutic range is 3.0-3.5 inr. Quality controls were run on the meter after the event with results in range. There was no allegation that an adverse event occurred. There has been no recent lifestyle or diet change. The customer has no liver issues. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.